Event description:
It was reported that a 1 mm titanium cable was implanted on (B)(6) 2017 during an orif of the patella. The cable became unraveled and no longer held around the patella. A revision surgery was performed on (B)(6) 2017 where the patient was revised to another 1 mm titanium cable. Sales consultant was not in the original or revision surgeries. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).